Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that 3 weeks after an intraocular lens (iol) was implanted, it was exchanged for another lens due to the patient being bothered by hazy vision. The lens was replaced by a different model. Additional information was requested.